Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited foreign objects internally during reprocessing and had been manually cleaned. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign object was found internally, and detergent solution dispenser (dsd) will not let it clean, manually cleaned was confirmed since the device has stain and scrape marks in bx (instrument) channel. The most probable cause of the complaint could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.